Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Another cartridge was loaded and the alarm did not reoccur. The customer's blood glucose (bg) level was 390 mg/dl with a large level of ketones. A corrective bolus was delivered to address the high bg and water was consumed to address the ketone level. The customer stated that although it "takes a while" for bgs to drop from being high (dropped to 238 mg/dl), the customer performed a pump system check with tandem technical support to confirm pump was functioning. No device issues were identified. The customer had no further questions.